Event description:
Patient started to vomit, brady, and desaturate. Rn went over to assess the situation and saw the patients tube out of his mouth. Rn went to pull the tube and noticed the back half with the syringe connection was snapped off. The snap was underneath the patients wiggle pad. The wiggle pad and tegaderm were still holding the tube in place, rn removed snapped off end. Ng [nasogastric] tube is placed in a biohazard bag for further inspection if needed. Patient was not harmed as the line was still secured in the proper place, just happened to come out of his mouth while he was vomiting.